Event description:
The healthcare professional (hcp) of a clinical study reported that the implantable neurostimulator (ins) was unable to recharge. The outcome was resolved without sequelae. Interventions included having the manufacturing representative jumpstart the battery. Interventions included a stimulation recharging education session. Interventions included explanting and replacing the device. The event resulted in an unscheduled clinic or office visit. The device was interrogated and the battery was dislodged. The device was interrogated and showed that the battery was discharged. The etiology was noted as related to the device or therapy and not related to the implant procedure. The patient forgot to recharge. The patient thought that she was charging the device on the morning of the appointment but upon the visit they were unable to connect to the ins. Relevant medical history included: failed back surgery syndrome, spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported the battery was replaced on (B)(6) 2016.

Event description:
The health care provider (hcp) additionally reported that the battery was unable to be read. The patient chose not to recharge. The indication for use included spinal pain and failed back surgery syndrome.

Manufacturer narrative:
Concomitant medical products: product type: lead. Product ID 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of the clinical study. It was reported that the patient had the battery replaced with a lead revision on (B)(6) 2016. No further patient complications were associated with the event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.